Event description:
The customer reported that the system displayed a cine error message during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation and was unable to duplicate the reported problem. The printed circuit boards in the rack were reseated, the software was reformatted and reloaded and the cine drive was replaced. The system was tested and found to be working as intended and put back into service.